Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A field service engineer (fse) observed that the computer would not boot to windows and only displayed the basic input/output (bios) password prompt. Visual inspection revealed the hard drive cable had become unplugged from the docking station board. Re-seated the hard drive cable into the docking station board and at the hard drive header. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was not functional and screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.